Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent pacing spikes on the right ventricular (rv) lead measuring as high as 1,170 ohms. Normal impedance is around 600 ohms. There were no observations of noise or any stored events. Technical services discussed possible causes. It was recommended to do in clinic testing. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range right ventricular (rv) pacing lead impedance measurements measuring 2,564 ohms. Technical services discussed possible causes and recommended to continue to monitor. At this time, the system remains in service. No adverse patient effects were reported.